Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported very low battery which was verified through a review of the event history log as 'battery very low!' Messages. Evaluation determined the assignable cause to be depressed contact pins on rear case preventing proper charge delivery to the battery module, thus severely depleting the battery to the point where 'battery very low!' Message is displayed. The cause was determined during a visual inspection that the dried fluid residue was found depressed pins. The contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a very low battery issue in the delivery room. There was no patient involvement. No additional information is available.